Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer from a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of baclofen at 140 mcg/day via an implantable pump for intractable and other spasticity. On (B)(6) 2016, it was reported that the patient had a return in spasticity, beginning after their pump and catheter replacement on (B)(6) 2015. Both the catheter and the pump were replaced again on (B)(6) 2016 by the same surgeon. Patient status is currently alive with no injury. The patient's concomitant medications included oral baclofen at an unknown dosage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.